Manufacturer narrative:
The manufacture date has been wrongly reported in the initial MDR and it has been corrected accordingly. A ventilator was reported failing pre-use check (puc). Our field service engineer investigated the ventilator on site and found that the issue is in the expiratory pressure transducer. Logs were not provided. However, the failed pressure transducer printed circuit board (pcb) was returned for further investigation. The returned pcb was mounted in a reference ventilator for simulated use testing and it failed in puc with the internal leakage test and pressure transducer test. After the puc failure, zero pressure voltage was measured and it showed that it has a negative value. It was not possible to find the cause of this negative value. However, it is related to the pressure sensor. A defected pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by defective pressure sensor on the pressure transducer pc board.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).